Event description:
The customer stated that she tested her blood glucose using her breeze and breeze2 meters. The breeze meter read 53 mg/dl, while the breeze2 read 193 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for evaluation.